Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the medical port (blue hub) on a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter was cracked. The patient was receiving total parental nutrition and sedation medication when the crack was found due to leakage observed on the bed. Additional information with regards to the patient and event has been requested but not provided by the customer. To date, it is unknown if the device was removed and/or replaced. As reported, the patient did not experience any adverse effects due to this occurrence.

Event description:
Additional information provided by customer on 31oct2018 stated: "not much more to add- a crack was found in the port when it was noticed that the bed linen was damp. There was a single port manifold attached that had sedation gtts with tpn as the main infusion. The patient was requiring additional sedation boluses beyond the ordered gtts until the leak was found and the patient then did not have extra needs once actually receiving the ordered therapies."

Manufacturer narrative:
A review of the documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. Device evaluation: the used complaint device was returned for evaluation. Visual and functional testing confirmed the device had a 0.8cm long vertical crack on the blue hub which allowed infusion fluid to leak. The other hubs were noted to be intact. Investigation: a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.